Event description:
It was reported the patient requires intravenous administration of hypertonic medications and higher volumes of fluids. A PICC catheter was placed in a peripheral vein on (B)(6) 2024 at 16:40 in compliance with medical advice. It was used for intravenous fluid infusion. After the placement of the physiological indicators are normal, after the patient in about three days after the occurrence of high fever, generalized malaise, increase the use of antibiotics and antipyretics after the symptoms improve. Blood culture was done during the period, and no bacteria were detected. At 16:40 on the 23rd, the central venous catheter was removed according to the doctor's instruction, and the tip of the catheter was cut and sent for examination, and no bacteria were detected. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.